Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to clinic for a routine follow-up, it was found the device did not provide any visible pacing support. The device could not be interrogated. Rebooting the programmer and reinterrogation was still not successful. Even in etp, telemetry tests were unsuccessful with the device repositioned each time. The device was explanted and replaced. The patient condition is fine.

Manufacturer narrative:
No conclusion code available. The reported inability to communicate was confirmed in the laboratory. The device was tested on the bench and high current due to internal hybrid damage was found. The cause of the damage could not be determined.